Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analyis found that the device exhibited a loss of telemetry due to an integrated circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.